Manufacturer narrative:
The adaption control handle was exchanged as it was believed to be the root cause. The part will be investigated.

Event description:
One of the sterile handles did not lock properly to the adaptation control handle. During surgery, it fell from its lock and landed sterile end first onto the patient's stomach. No injury reported.